Event description:
Per the clinic, the patient experienced recurrent infection at the implant site and swelling and tenderness behind the ear (specific date not reported). Subsequently, the patient was hospitalized for an IV antibiotics treatment (specific date and duration not reported). There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. The implanted device remains.

Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2024-04165.